Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no up and down button response due to corroded keypad traces. No button error alarm was noted during testing. No ramping numbers on their own or scrolling bar moving anomaly was noted. The pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump during the night. Customer stated when entering the carbs the numbers on the insulin pump begun scrolling. Customer's blood glucose reading at the time of the call was 162 mg/dl. No further information reported.